Manufacturer narrative:
UDI and initial reporter also sent report to FDA are unknown. Operator of device: patient/consumer. The product was returned for evaluation. No physical damaged was found on the device. As a result of checking the log, there is a record of a 'high pressure' alarm and a record of the "no disposable alarm'. The reported problem was not duplicated during the functional testing. The root cause could not be determined, but it is possible it was due to a defective downstream sensor. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during the use of the product, an alarm sounded. The alarm persisted even after the cassette was re-attached. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updates not required., correction: model number: 6500 correction: device manufacturing date: 16-apr-2015.